Manufacturer narrative:
A getinge field service engineer (fse) informed that the customer has decided to replace device with a cardiosave and does not want to repair and put back into service. H3 other text : not returned to manufacturer

Event description:
N/a.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had autofill and trigger errors. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.